Manufacturer narrative:
Device received with minor scratches on lcd display window and broken battery cap noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm and charge or battery anomaly were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen making it difficult to read. Customer also stated that battery cap did not fit properly, had no delivery alarms, battery life was less than a week and rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.